Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro closure device was implanted. The patient was placed on an oral anticoagulation medication (oac) regimen. At the 6 week routine follow up, transesophageal echocardiogram (tee) imaging revealed a device related thrombus (drt) on the face of the closure device. The physicians continued the oac regimen in response to the drt. No patient complications were reported, and the patient will be reimaged in six weeks.